Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead (only the connector portions) was returned in three pieces. Visual and x-ray inspections of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death was pulseless electrical activity.